Event description:
During a review of the event history for medwatch report 6000001-2010-02786, it was discovered that failure code 808:07 occurred on (B)(6) 2010 once during delivery. The device interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). Correction: the service history review statement is inaccurate in the follow-up medwatch report 6000001-2010-03155 001. A service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is unknown at this time. The device will not be repaired at this time since it is a baxter owned unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device was previously serviced for the reported condition.